Event description:
It was reported that when patient presented remote via merlin.net transmission, multiple non-sustained oversensing episodes due to fair-filed p-wave oversensing was observed. Recommended programming changes were made. Patient is stable before, during and after programming changes. No new oversensing episodes reported via merlin.net post programming.